Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 600 mg/dl the customer declined troubleshooting for high blood glucose. The customer treated high blood glucose with manual injection. It was also reported that they received motor error alarm and no delivery alarm. The customer reported that no delivery alarm did not occurred during manual prime. It was also reported that the customer was in intense care unit 3 times in past year and had diabetic ketoacidosis after hip surgery while in hospital but was not on insulin pump. The device will not be returned for analysis.